Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level that was "high" per continuous glucose monitor readings, cause was unknown. High bg resulted in diabetic ketoacidosis (dka), vomiting, a trip to the emergency room, and subsequent hospitalization in the intensive care unit. Customer was treated with intravenous fluids of saline and insulin in addition to a pump bolus and was released from the hospital two days later.